Manufacturer narrative:
(B)(4). Batch # p55h5w. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: what troubleshooting steps were attempted to open the device? Followed IFU, but still could not open the jaw. Did the jaws of the device eventually open? No. If no, how was the device removed from the tissue? Used new ec60a to re-cut and re-anastomose.

Event description:
It was reported that during a total gastrectomy procedure, could not fire on the second stroke of the first firing, and felt the firing trigger was loose. The indicator did not show any symbol and could not open the jaw. They changed to a new ec60a and ecr60b; performed good firing. Prepared the ecr60d to cut the stomach, opened the packing, and found the white staple driver fell off as the picture shows. Another like product was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Photographic analysis: two pictures were provided; first picture shows a gold cartridge with the retainer placed. Second picture shows a blue cartridge loaded in a device, the knife guide can be seen partially advanced. Based on the photo alone the event describe is confirmed. Please refer to the device analysis for full analysis details and conclusion. The analysis found that one ec60a device was returned with no apparent damage and with one ecr60b cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.